Event description:
Patient reported left side "cyst" and "irregular contours." Healthcare professional later reported "rupture." The device was explanted.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photo analysis: visual analysis of the photographs identified: red particles on the surface of the shell. Broken shell.